Event description:
Procedure: robotic prostatectomy. According to the reporter: the surgeon transected the dvc. After firing, the surgeon began to dissect underneath the prostate. The surgeon then lifted the catheter up towards the abdominal wall. After approximately 20 minutes of this, he dropped the catheter down and began to work to mobilize from above the prostate. When he did this, there was a significant amount of unformed staples lying on the tissue that was initially stapled. The staple formation was corrected by using vicryl suture in place of the staples. When the stapler was first placed on the dvc, the catheter was filled with water to ensure the stapler wasn't on the catheter. The stapler was then held in the closed position for approx. 10 minutes, while the surgeon dissected down into the urethra and grabbed the catheter and pulled it upwards. This was a second test for the staff to make sure that the stapler wasn't incorporated with the catheter. Operative time was not extended over thirty minutes. There was no unanticipated blood loss more than 250cc. There was no reinforcement material used. There was no unanticipated tissue loss. There was no tissue damage.

Manufacturer narrative:
(B)(4).